Manufacturer narrative:
The estimate was rejected and the device was returned to the customer unrepaired.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's power management board was observed.